Event description:
User experienced discrepant creatinine or direct bilirubin results for ten pt samples. Pt 1, initial creatinine result 2.09 mg/dl, repeat 0.77 mg/dl. The initial results were reported. Once the lab realized the results were incorrect, the physician were immediately phoned instructing them not to use the results. No pt were adversely affected. If additional info is received, appropriate notification will be provided.

Event description:
User experienced discrepant creatinine or direct bilirubin results for ten pt samples. Pt 5, initial creatinine 2.33 mg/dl, repeat 0.91 mg/dl. The initial results were reported. Once the lab realized the results were incorrect, the physician were immediately phoned instructing them not to use the results. No pt were adversely affected. If additional info is received, appropriate notification will be provided.

Event description:
User experienced discrepant creatinine or direct bilirubin results for ten pt samples. Pt 6, initial creatine 1.97 mg/dl, repeat 0.91 mg/dl. Pt 7, initial creatinine 1.39 mg/dl, repeat 0.79 mg/dl. Pt 8, initial creatinine 1.72 mg/dl, repeat 0.77 mg/dl. Pt 9, initial creatinine 1.58 mg/dl, repeat 0.90 mg/dl. Pt 10, initial direct bilirubin 2.14, repeat -0.23 (no units provided). The initial results were reported. Once the lab realized the results were incorrect, the physician were immediately phoned instructing them not to use the results. No pt were adversely affected. If additional info is received, appropriate notification will be provided.

Event description:
User experienced discrepant creatinine or direct bilirubin results for ten pt samples. Pt 2, initial creatinine result 1.51 mg/dl, repeat 0.68 mg/dl. The initial results were reported. Once the lab realized the results were incorrect, the physician were immediately phoned instructing them not to use the results. No pt were adversely affected. If additional info is received, appropriate notification will be provided.

Event description:
User experienced discrepant creatinine or direct bilirubin results for ten pt samples. Pt 4, initial creatinine 1.92 mg/dl, repeat 1.20 mg/dl. The initial results were reported. Once the lab realized the results were incorrect, the physician were immediately phoned instructing them not to use the results. No pt were adversely affected. If additional info is received, appropriate notification will be provided.

Event description:
User experienced discrepant creatinine or direct bilirubin results for ten pt samples. Pt 3, initial creatinine 1.51 mg/dl, repeat 0.81 mg/dl. The initial results were reported. Once the lab realized the results were incorrect, the physician were immediately phoned instructing them not to use the results. No pt were adversely affected. If additional info is received, appropriate notification will be provided.